Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the hard drive, and reloaded the calibration files, and adjusted the auto tracking with the copper filters. The sys was tested and found to be working as intended and put back in svc.